Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed error code 100a (vent-inop: data acquisition pcba adc reference failed). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. After troubleshooting, it was observed that the device operated in ventilation mode as expected at this time. The customer replaced data acquisition pcba adc and resolved the reported issue. The customer will run the unit for several days before testing just to make sure the error 100a does not re-appear and will return to service after testing.